Event description:
The customer reported that the patient fell out of bed and was found to be asystolic with leads off. They were not sure what occurred first. There was a "leads-off inop" alarm from the central station, but the nurse felt that the inop alarm should have had a higher priority.